Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, it was reported that an occlusion alarm occurred. Customer's blood glucose level ranged between 380 mg/dl and "high". Reportedly, the call was disconnected with tandem technical support.